Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using wired footswitch. The philips remote service engineer (rse) analysed the system log files. The analysis indicated the x-ray function was inactive, resulting in the ¿x-ray not possible¿ message. A field service engineer (fse) went onsite and could not duplicate report related to wireless footswitch unable to trigger x-ray. Nevertheless, based on the log analysis, the fse replaced both the wireless footswitch and its base station. Following replacement, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's wireless footswitch was unable to trigger x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.